Event description:
It was reported that a burr detachment occurred. A 1.50mm rotapro was selected for use. During procedure, the burr detached from the catheter. The device was retrieved along with the wire and the procedure was completed with another of the same device. There were no patient complications.